Manufacturer narrative:
Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
The user's caregiver reported that the cells within the seat cushion (tetrahedron shaped) had pierced the cushion cover resulting in pin sized holes in the cover. The caregiver stated her son (user) had sustained pin sized cuts on his bottom, which were first noticed as scabs by a nurse. In the report, the caregiver also stated she did not have her son's seating needs adjusted when she received the cushion. Determination/adjustment of each individuals seating needs is covered/advised in the user manual for the device. Although no serious injury was reported as a result of this event, if this event were to recur, there is a potential to cause serious injury to the user.